Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had ink leaking into the display. The customer reported that they could not read the display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.